Event description:
It was reported that, "pt had been on high volume hf for renal failure and sepsis-condition improving and not requiring haemofiltration at the time of the incident. Pt was a little restless and agitated and generally tugging at lines and pt was sedated. Incident was witnessed by nurses who were bed bathing and turning the pt at 3pm. The catheter situated in the pt's femoral vein was caught by the pt's hand and came out without much force but the sutured wings remained firmly in place. The hole was immediately pressurized to stop bleeding and close the hole. The doctor was informed. Pt required platelets to help stop the bleeding. Pt is now improved further and been transferred to a ward."